Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. It was noted that this patient was complaining of their heart rate being at 70 beats per minute. This crt-p was recommended to be schedule for replacement. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. It was noted that this patient was complaining of their heart rate being at 70 beats per minute. This crt-p was recommended to be schedule for replacement. This crt-p remains in service. No adverse patient effects were reported. This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was functioning as expected or programmed. The complaint allegations have not been confirmed; however, the cause is no problem detected. Additional information was received that this crt-p was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. A high current drain was detected, and no therapy was available. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. In addition, engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) reverted to safety mode. It was noted that this patient was complaining of their heart rate being at 70 beats per minute. This crt-p was recommended to be schedule for replacement. This crt-p remains in service. No adverse patient effects were reported. Additional information was received that this crt-p was explanted. No additional adverse patient effects were reported.